Manufacturer narrative:
The device was not returned for evaluation as it was discarded. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.

Event description:
Reportedly, the surgeon discovered a broken haptic after implantation of an intraocular lens. The lens was removed intraoperatively. A replacement lens of the same diopter was implanted 1-week postop.

Manufacturer narrative:
The device was discarded. Investigation of this event is ongoing. A follow-up report will be submitted upon completion of investigation.